Event description:
An article titled treatment of epilepsy by stimulation of the vagus nerve from head-and-neck surgical point of view was received which included one patient who underwent surgery due to a device malfunction which is believed to be related to a high impedance condition. Attempts for additional relevant information will be made.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury. Article from (B)(6), affiliated to (B)(6): laryngoscope treatment of epilepsy by stimulation of the vagus nerve from head-and-neck surgical point of view by (B)(6), md, and (B)(6), md, phd.